Event description:
A customer contacted beckman coulter inc. (Bci) regarding a difference of 0.4-0.5g/dl on hemoglobin (hgb) results generated by the coulter lh 750 analyzer for two (2) patients. Patient a: the initial hgb result was 11.9g/dl and 12.3g/dl upon repeat. The initial result was reported out of the lab. The repeated hgb result was printed with an operator definable flag "l". ("L" - "result is lower than your reference interval low limit. Follow your laboratory's policies for reviewing the sample"). Patient b: the initial hgb result was 10.0g/dl. The customer re-tested the original sample twice for hgb and the repeated results were: 10.5g/dl and 10.4g/dl. The result of 10.5g/dl was reported out of the lab. The initial and the repeated hgb results were printed with the "l" flags. Per customer, the floor was notified about the differences in hgb results, but no corrected results were sent out. There was no death or serious injury, and no change to patient treatment as a result of this event.

Manufacturer narrative:
Customer runs qc on every shift. Qc was run before and after the event and all results recovered within acceptable limits. The specimens were collected into 5cc vacutainer tubes and were stored at ambient temperature. Per customer, no other patient samples displayed this problem. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced the hgb cuvette. The fse performed reproducibility testing and verified the instrument operations. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.